Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider forgot to update the pump after they had programmed a bolus. The pump was not updated after a concentration change from 200mcg/ml to 800mcg/ml. It was noted that there were no symptoms of overdose and the patient was 'fine'. Per the reporter the patient still had spasticity. It was noted that the patient's family reported hearing an alarm but there were not alarms noted in the logs. The volumes measured equally and there were no reports of volume discrepancy. A dye study and imaging was performed with no problem found. The hcp was also able to aspirate the catheter easily and the catheter was patent. The hcp was monitoring the patient. It was noted that the patient was left at 800mcg/ml. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).